Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a sling placement procedure on (B)(6) 2009.according to the complainant, during the procedure, the bladder was perforated.

Manufacturer narrative:
(B)(6). (B)(4).